Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The home patient (hp) stated that she had pressed go before connecting herself and when the alarm sounded, she connected. This review finds the labeling adequate for use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. (B)(4) explained the alarms and had the home patient (hp) cycle power two times to clear them. The hp had pressed go before connecting herself and when the alarm sounded, she connected. (B)(4) explained that the hp would need to start over with new supplies and advised the hp to call the registered nurse (rn) in the next 24 hours to let her know what happened. The hp understood the explanations, cleared the alarms, was going to start over with new supplies, and call the rn. There was no serious injury or medical intervention indicated at the time of the initial report.